Event description:
Customer reported the device got extremely hot when milling, to the extent the surgeon burnt their fingers while irrigation was set on maximum. The device works fine when using a loaner hand piece. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device overheated. The device was repaired and returned to customer on (B)(4) 2013. The complaint is indeterminate. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.